Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: silicone migration, rupture.

Event description:
Physician reported against the right side "bilateral retropectoral breast prostheses, with radial folds and signs suggestive of intracapsular rupture, characterized by subcapsular lines, keyhole sign and loop sign. In addition, hyperintense areas were observed in the left implant and the water drop sign" confirmed via MRI, and "a manual ultrasound examination was carried out in both axillary regions. Echogenic noise was observed in the right axillary lymph node, compatible with intraganglionic silicone, which was not visualized in this study, probably because it was outside the field of inclusion." Device remains implanted.